Manufacturer narrative:
MDR 1223422-2017-00027. The returned device was investigated at microline surgical, inc. The device was returned with physical damages to the tip. The treads of the tip were sheared. Although the remaining part of the tip is missing, a probable root cause of this breakage could be due to applying an excessive torque force. There was no harm to the patient. Late MDR narrative: microline surgical, inc., is submitting this late MDR 1223422-2017-00027 (past 30-days) due to the staff responsible for the investigation leaving, and lack of staff to complete the task, including lack of full information available on the complaint to submit the MDR. Microline surgical, inc., will continue to ensure its due diligence in post-market complaints handling, and ensuring that all requirements for the medical device emdr reporting have been met.

Event description:
During a surgical procedure, the renew cautery probe, 34 cm (model #6924), tip broke and fell into the patient. The broken tip was retrieved from the patient. There was no harm to the patient.